Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) system error 2240, this system error occurred during dwell 3 of 4. The technical service representative (tsr) assisted the home patient (hp) by explaining the alarm. The tsr instructed the hp to end her therapy and let her nurse know she had air in her lines. The tsr assisted the hp to end therapy. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6)-2012. The nurse stated she was unaware of the event but had seen the patient and the patient was doing fine with therapy. The nurse had no further information to add to the report. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The problem was not confirmed and the cause was undetermined.